Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not activate after backflow stopped. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was used during an endovascular therapy (evt) procedure using an ipsilateral antegrade approach. The sheath was exchanged from a non-cordis sheath a 5f non-cordis short sheath prior to device use, and the device was operated according to standard procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18469593 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be evaluated as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, the precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not activate after backflow stopped. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device was used during an endovascular therapy (evt) procedure using an ipsilateral antegrade approach. The sheath was exchanged from a non-cordis sheath a 5f non-cordis short sheath prior to device use, and the device was operated according to standard procedure. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.